Event description:
It was reported that the patient underwent a surgical procedure to treat sui & pop on an unknown date and mesh and obtryx (bs) were implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). The patient underwent the concurrent procedure of boston scientific obtryx implantation during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2008 and mesh and obtryx (bs) were implanted into the patient. The patient underwent the concurrent procedure of a hysterectomy during mesh implantation. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and the patient has undergone additional surgeries and revisionary procedures. It was reported that the patient underwent mesh removal on (B)(6) 2012 due to vaginal pain, pelvic pain, dyspareunia and infection (B)(4) - dyspareunia. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional patient codes: (B)(4)- incomplete bladder emptying, (B)(4) - vaginitis, (B)(4)- urinary tract infection additional narrative: it was reported that following insertion the patient experienced incomplete bladder emptying, vaginitis and urinary tract infection.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.